Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event is (B)(6) 2021. The UDI number is ¿ni¿ as the catalog number was not provided. Estimate date of clip implant for is (B)(6) 2021.

Event description:
This is being filed to report a single leaflet device detachment (slda), worsened mitral regurgitation (mr), re-hospitalization, and unexpected medical intervention. It was reported patient was noted to have had a mitraclip procedure 4-5 months prior at another hospital. The clip implanted in that procedure was noted to have to have detached from one leaflet (single leaflet device attachment (slda)) remaining attached to one leaflet and chordae. Mr had reportedly worsened to 4+. A second procedure was performed on (B)(6) 2022 however no clips were implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral regurgitation (mr) appears to be due to the slda. Mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.